Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt distribution node to rear cable was severed. The root cause for missing cable was physical abuse. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a patient's electrode belt was damaged.